Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat cyst drainage during a endoscopic ultrasound (eus) performed on (B)(6) 2026. During the procedure when deploying second flange, it deployed properly but was inside the scope working channel. The physician tried to release it with scope maneuvers but ended up pulling the whole stent out of the cyst. Treatment was able to be completed by using an alternative device. There were no patient complications reported as a result of this event and the patient made a full recovery.

Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope. Block h11: the product investigation result is not yet complete at the time of submission of this report. A supplemental report will be submitted once it is finalized in order to communicate the findings of the investigation.